Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver levophed 16mg/250ml, at a rate of 15ml/hr (10mcg/min), a vtbi (volume to be infused) of 250ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time during the delivery, the nurse reported the device alarmed for proximal occlusion. At that time, the nurse reported the patient's map (mean arterial pressure) decreased to 49mmhg from a reported 65mmhg. The physician was notified. At that time, the patient was treated with a 250ml bolus of normal saline. After approximately 5 minutes, therapy was resumed using a replacement device. It was reported the patient's blood pressure returned to goal level after the levophed delivery was resumed. During testing at the user facility, the biomedical technician reported the history was reviewed "no errors found in malfunction log. Touchscreen was found to be out of calibration, cleaned and calibrated touchscreen. Ran performance verification test ok. Returned pump to service." The nurse reported the second device was delivering an unspecified medication and stated the device history should be reviewed to determine what the medication was that was being delivered. During review of the device history the medication was noted to be cloxacillin. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. Investigation is not complete. The device history was downloaded at the user facility. A review of the customer's device history indicated that on (B)(6) 2014 at 1320, channel b of the device was programmed using the drug library to deliver norepinephrine 16mg/250ml, at a titrated rate of 7mcg/min and delivery was started. At 1417, a titrated dose of 9mcg/min was programmed, the delivery was stopped, program confirmed and the delivery started. Between 1433 and 1434, an air I line alarm occurred, was cleared and delivery resumed. At 1549, the delivery was stopped, a titrated dose of 11mcg was programmed, program confirmed and the delivery started. Between 1551 and 1602, the device alarmed with a flow restriction alarm (alarm indicates a flow restriction proximal to the device) 3 times, was cleared 3 times, a channel callback alarm occurred 2 times and was cleared 2 times, the delivery was stopped 3 times and restarted 3 times. At 1603, the delivery was stopped, the device was programmed for stand by mode, the cassette was ejected. Between 1604 and 1608, standby mode was cancelled, a callback alarm occurred and a check cassette alarm occurred. At 1608, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.